Event description:
It was initially reported that the device had logged multiple fault codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to an integrated circuit chip, designator u46, on the analog pcb. The customer was provided with a replacement device.